Manufacturer narrative:
Correction to section g3. Aware date ammended from 08/10/2021 to 08/02/2021. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. However, the customer supplied a picture of the valve detached from the PICC line. It cannot be determined from the picture if there is a sufficient amount of epoxy placed on the valve barbs. The customer's reported complaint description is confirmed via picture provided, however, without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
An end user reported an issue with a bio-stable 4f sl 55cm ir-145 kit. 2 days post procedure, the purple hub detached. The PICC was removed shortly afterward, and was not replaced. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. The reported device is not available to be returned to the manufacturer for evaluation.